Event description:
It was reported that the drill bit fractured during use in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visual review confirms the fluted shaft of the bit has been broken off at approximately 47mm from the end of the tip. Microscopic examination identified a quasi-brittle fracture with river lines, consistent with overload during instrument usage the above observations are consistent with overload.